Manufacturer narrative:
(B)(4). Unit passed self test and displacement test. Unit received with corroded electronic assemblies, corroded motor home switch, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that they noticed moisture under the screen after rinsing her insulin pump in the sink and crack on the top of screen. No harm requiring medical intervention was reported. The device will be returned for analysis.